Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted and replaced prophylactically.

Event description:
Additional information received notes that the patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.